Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the facility. A photograph was provided showing one luer in a bag with one cap. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed all components of the catheter were manufactured, inspected, and assembled according to specification with no non-conformances or abnormalities. The information provided indicated the failure occurred during a contrast injection study. The device reported in this complaint is not indicated or approved for a power injection study. Use of the device for this purpose is considered off-label use. The instructions for use state: the medcomp® pediatric split cath® xl is indicated for use in attaining long-term vascular access for hemodialysis and apheresis. This catheter is intended for long-term vascular access only and should not be used for any purpose other than indicated in these instructions.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 2.5 flow permcath catheter was used for contrast injection. In the blue luer it was used with a 3-way faucet, since the red route received saline solution. The red luer was closed and the blue luer was opened, the tap was turned on at the connection. When performing the test with serum in the injector with flow 2.5, the taps and the white part of the catheter came out.